Manufacturer narrative:
Further information and/or investigation results will be provided within 30 days of receipt.

Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6) 2015 due to osteoarthritis. Approximately 7 years and 3 months after the initial procedure the patient had a left knee revision on (B)(6) 2022. Revision op report postoperative diagnosis: aseptic loosening, left total knee. There was extensive friable synovitis consistent with loosening and an aggressive synovectomy was performed. The surgeon noted the femur was wiggling clinically and was able to be removed by hand. Underneath the cement was fairly extensive cavitary defects and the majority of the lateral femoral condyle was hollowed out and a large area of femoral metaphysis was hollowed out. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6) 2015. Approximately 7 years and 3 months after the initial procedure the patient had a left knee revision on (B)(6) 2022. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of femoral loosening, prosthesis wear and/or due to inclusion of the polyethylene in the packaging recall. The reported femoral loosening was likely due to the patient's traumatic fall; however, this cannot be confirmed. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected health effect, component, and investigation clinical codes.